Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt says they cant charge implant and says this started after a bad fall they had. They said they have fallen "a couple times probably 5-6 weeks ago and another one maybe 3 weeks ago I fell again, I fall because my knees gave out, I fell on top of the stimulator". Pt says they have "a lot of pain where the stimulator is, and it sticks out and I can move it with my thumb" and says they have always had pain, but started having more pain after the fall that was "5-6 weeks ago". Pt says this was a "bad fall and I fell on my right side and then it seemed like the implant was sticking out and was loose and I found I couldn't charge even after moving it around to find the right spot". Pt said that they have a fracture at t8 so when they did the implant "they had to dr ill through the bone and all the stuff around it to get the wire up to where they needed to, and the dr said they really don't want to go through the surgery to change that lead out, so when I need a changeout they will just take the stimulator out and put a new one in". The patient was redirected to their healthcare provider to further address the issue. Pt says they have an appointment at dr (B)(6) office (B)(6) at 1030am and the hcp office is (B)(6).